Event description:
Customer reported false negative reactions in manual gel with one sample when tested with 1 set of 0.8% selectogen lot #vs684. The same sample was positive with a second set of the same selectogen cell lot. The patient did not have a history of a previous antibody. The sample, for reason unknown, was tested with both sets of selectogen cells on (B)(6) 2013. Set 1 was opened on (B)(6) 2013 and cell I was 1+ positive. Set 2 was opened on (B)(6) 2013 and cell I was negative. The same sample was tested with the panel cells and anti-kell was identified. Testing was repeated with the same sample and set 2 and the reaction was still negative. A further repeat was performed with both sets of selectogen and the same results were obtained; set 1 positive, set 2 negative. The customer then tested the same 2 sets and a newly opened selectogen set of the same lot #vs684 with another patient sample with known anti-kell antibody. Results were: cell I of set 1 = 3+, cell I of set 2 = 2+, cell I of newly opened set = 2+. This testing was performed at the same time using the same gel card. There was no variability in incubation time or centrifugation. Qc was confirmed to be acceptable. All reagents and cards were stored as per the IFU and were visually acceptable prior to use. The customer was requested to antigen type cell I with anti-kell antisera. The customer did so and reported the antigen typing was performed on all 3 sets and cell I was 2+ positive for all 3 sets. Immucor anti-kell antiserum was used for testing. The customer suspects the patient has a newly developed anti-kell that is reacting strangely. Since the same screen cells were tested with a known anti-kell sample and reacted as expected, the customer suspects this issue is isolated to this one sample. The patient will be monitored in future serology testing. The customer is satisfied with reporting concern and is not requesting any follow up.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).